Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed-circuit board during start-up. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported problem was corrected by replacing the control printed-circuit board (pcb). The replaced pcb was returned for investigation. Logs could not be exported completely during on-site troubleshooting and, therefore were not available for further evaluation. The reported failure could not be reproduced when the returned pcb was tested in a reference ventilator. No alarms were generated during startup, or during ventilation testing. All performed pre-use checks tests passed without any deviations. The failure was confirmed in a screen shot from the reported ventilator showing occurrence of a technical error code indicating a failure in the communication between the monitoring sub-system and the breathing sub-system at startup. The cause for this failure cannot be determined since the problem was not reproduced during our investigation.

Event description:
(B)(4).